Manufacturer narrative:
The reported event of device had abnormal >3000-ohm lead impedances on all leads was not confirmed. Analysis reveals there were no device interrogations or lead impedance tests performed by the user. This is confirmed by the device fastpath summary and the device image. Both show no recorded data of lead impedance measurements/interrogations performed. Electrical, mechanical and environmental testing in the lab was performed. This includes attaching leads with 500-ohm loads attached to all outputs. The device read and recorded the lead impedances normally and in spec. No device anomalies were found. The problems in the field were most likely user related.

Event description:
It was reported that the patient presented during device exchange procedure. During procedure, after the new pacemaker was connected to the leads, interrogation showed high pacing impedances on all leads. The reported device was not installed and the procedure was completed with an alternative device on (B)(6) 2024 with no further issues. The patient was in stable condition.